Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test however, the pump alarmed hardware low level failure alarm during the self test and hardware low level failure alarm is found in the downloaded history file due to broken trace at electronic assembly on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received hardware low level failures alarm. Customer's blood glucose was unknown. Customer stated that clear alarm and finish process. Troubleshooting was performed. Customer performed self test and the test was passed. The insulin pump will be returned for analysis.